Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'broken set, fault and leakage' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber where it was reported during night shift b in area "control 1" the basic solution was changed at 3 a.m. Upon re-entering the room to administer levofloxacin at 7 a.m., the patient was found without basic solution, with a wet floor and a broken drip chamber. The event occurred during infusion but there was no need for monitoring or medical intervention. There was patient involvement, however no report of patient harm.